Event description:
During an electrophysiology exploratory procedure, communication between the amplifier and the computer were lost and due to such, the procedure was cancelled. There were no adverse consequences to the patient. A new fiber optic cable was used following the procedure and the issue was resolved. The procedure was rescheduled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.